Event description:
It was reported that the red button allegedly slips and will not lock out the hinge. No injury, pain or discomfort reported.

Manufacturer narrative:
It was reported that the red button allegedly slips and will not lock out the hinge. No injury,pain or discomfort reported. The root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing.